Event description:
The system was reported as not in use for 3 years prior to patient's death due to eri, patient's medical status and deteriorating health. The adaptor subsequently tested out of specification.